Event description:
It was reported that, "revised due to cement loosening".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The surgeon chose not to return explants or send op reports. Additional information, including x-rays, was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.